Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, purge pressures issues were reported. Tissue plasminogen activator started, and purge blocked was resolved. There were multiple suction alarms. An echocardiogram showed pigtail slightly diverted posterior and concerns regarding being under pulmonary artery pressure or at apex. The pump was repositioned as it was noted to be deep, and device settled at p2 flow with no further suction alarms. The patient was declared brain dead and then expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for inspection. The data logs confirm purge pressure high and purge system blocked alarms. There were no motor current spikes and there was a gradual rise in purge pressure before alarm was triggered. Tissue plasminogen activator (tpa) was added to the purge which resolved the issue after about 4 hours. The root cause of high purge pressure was most likely biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿